Event description:
During an arjo representative visit at the customer¿s facility a citadel plus side rails malfunctions were detected. It was noticed that one of the side rail was detached from the side rail mechanism and the second one has it¿s plastic inner cover unglued. The second issue does not influence on side rail operation. Both issues were confirmed by the photo evidence provided. The circumstances under which the malfunctions occurred remain unknown as the customer didn¿t tell what happen. There was no indication of any patient involvement. No injury was reported.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition which was mechanically damaged and detached. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the one side rail panel was detached from the side rail mechanism and the other side rail was unglued. Nevertheless the second issue does not represent a reportable scenario as this failure does not compromise a patient's safety. There was no indication of any patient's involved when these malfunctions occurred. This complaint is deemed reportable due to an allegation of safety side detachment.